Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. It was reported that the insulin pump gave a loud, whistling sound when pressing the buttons. It was also stated that the insulin pump did not give a no delivery alarm. Troubleshooting was performed, and the insulin pump passed the self test. Nothing further was reported.